Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings:. Rust/corrosion observed inside battery compartment. Performed leak test; leak test failed due to case seal leak on front of pump near bottom right corner of display lens and leak at edge of keypad near ok button. Opened pump; evidence of moisture found on main printed circuit board. Hairline battery compartment crack at case seal to the left of the bumper.